Event description:
The customer reported that the load contents look like they are getting damaged. The stryker light cords are kinking in the middle and the fibers were exposed on the stryker scope. The age of the devices and the usage are unknown. The customer utilized the sterrad nx advanced cycle.

Manufacturer narrative:
Concomitant devices: stryker light cords, unspecified and stryker scope, unspecified. (B)(4): damaged device. The sterrad nx user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The sterrad nx sterility guide does not list the stryker light cord as a compatible device with the sterrad nx. The device manufacturer has been contacted regarding this issue.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The device model and serial number was not provided. Without this information the investigation cannot proceed further.